Event description:
This system was explanted because the pt complained of chronic pain at the implant site. This system was not replaced. There are no known complaints associated with the functionality of this device. Should additional information become available, this file will be updated.

Manufacturer narrative:
The analysis of the lead demonstrated multiple signs of abrasion along the lead body. Based on the characteristics of theses damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. The insulation damages found at the proximal part of the lead resulted most likely from mechanical interaction between the lead body and the ICD housing. The damages of the insulation detected at the distal part of the lead were most likely caused by interaction with the partner lead. Diagnostic images clarifying this assumption were not available for analysis. The cutting in the insulation and the damages at the lead tip as well as the deformation at the outer coil resulted most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.